Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. Investigation summary: a complaint history check was performed and this is the 1st related complaint for open package/seal on lot # 9106636. Customer returned photos of 4 mm, 32 g pen needles with the shelf carton from lot # 9106636. Customer states that pen needles were open in the box and there were tear drop labels without pen needles. The photos were examined and exhibited opened pen needles. The heat stake on the outer wall of the outer cover was visible on these pen needles which indicates that there samples were properly sealed with the tear drop labels. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen needles were open in box and tear drop labels packaging were missing needles with an bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: we have been using your bd nano 4 mm pen needles since my son was diagnosed at age (B)(6) in 2015 and even after trying samples from other companies your product we felt was superior. Today I opened a brand new box of needles only to find open needles in the box. I also found paper seals without needles. This really isn't acceptable. In all good conscious I had to throw the entire box out because I had no idea if anything was contaminated or not. I can't inject my son with open needles or any other needle that came in contact with open non sealed needles. I would hope that this is just a freak manufacturing error but these are medical, injectable devices and have to be sealed and sterile before use.